Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and tonsillectomy. Concurrent conditions included bipolar disorder, gallstones, pancreatitis, cholelithiasis, cholecystitis, abdominal pain, low back pain and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) (bladder/urinary)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (bladder/urinary)"), vaginal discharge ("vaginal discharge") and perineal pain ("other injury (ies) or complication (s) (perineal pain)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal discharge and perineal pain outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perineal pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-mar-2015: total bilateral occlusion ultrasound biliary tract - on 31-mar-2015: cholelithiasis and evidence of cholecystitis 07feb2017 - x-ray abdomen, impression: radiographically negative for bowel obstruction or free air. Essure devices visualized in each side of the pelvis. Surgical clips project over the right upper quadrant consistent with prior cholecystectomy. 20apr2017 - transvaginal ultrasound examination - impression: todays gynecologic demonstrate a prior cesarean prior caesarean scar and otherwise unmarkable concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and tonsillectomy. Concurrent conditions included bipolar disorder, gallstones, pancreatitis, cholelithiasis, cholecystitis, abdominal pain, low back pain and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, dysmenorrhoea, menorrhagia and dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) (bladder/urinary)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (bladder/urinary)"), vaginal discharge ("vaginal discharge") and perineal pain ("other injury (ies) or complication (s) (perineal pain)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal discharge and perineal pain outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perineal pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound biliary tract - on (B)(6) 2015: cholelithiasis and evidence of cholecystitis on (B)(6) 2017 - x-ray abdomen, impression: radiographically negative for bowel obstruction or free air. Essure devices visualized in each side of the pelvis. Surgical clips project over the right upper quadrant consistent with prior cholecystectomy. On (B)(6) 2017 - transvaginal ultrasound examination - impression: todays gynecologic demonstrate a prior cesarean prior caesarean scar and otherwise unmarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perineal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and tonsillectomy. Concurrent conditions included bipolar disorder since 2006, gallstones, pancreatitis, cholelithiasis, cholecystitis, abdominal pain, low back pain, right lower quadrant pain, adenomyosis, paratubal cyst, overweight and depression since 2006. Concomitant products included alprazolam (xanax) since 2006, gabapentin (neurontin) since 2017, lamotrigine (lamictal) since 2017, quetiapine fumarate (seroquel) since 2006 and venlafaxine hydrochloride (effexor sr) since 2006. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain") and urinary incontinence ("bladder or urinary problems or changes leakage") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and haematuria ("abnormal bleeding (general) : hematuria"). On (B)(6) 2017, the patient experienced post procedural haematoma ("CT scan (B)(6) 17: post hysterectomy hematoma"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (bladder/urinary)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (bladder/urinary)") and perineal pain ("other injury (ies) or complication (s) (perineal pain)"). The patient was treated with antibiotics, oral contraceptive nos and surgery (total abdominal hysterectomy with bilateral salpingectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal discharge, perineal pain, migraine, headache, post procedural haematoma, back pain, urinary incontinence and haematuria outcome was unknown and the weight increased and abdominal pain was resolving. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, haematuria, headache, menorrhagia, migraine, pelvic pain, perineal pain, post procedural haematoma, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the content of the communications post hysterectomy hematoma and the date of communications: (B)(6) 2017. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: 1. Resolution of postoperative change from previous hysterectomy. 2. A complex cystic structure seen in the right lower quadrant. This is thought to likely represent a complex right ovarian cyst. Sonographic correlation could be performed if clinically indicated. 3. A normal non-distended appendix is thought to be present. 4. At least intermittent partial small bowel obstruction. Point of transition is not identified. There is marked gastric distention, with multiple distended loops of proximal small bowel. 5. Status post cholecystectomy. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: uterus, hysterectomy cervix: acute and chronic cervicitis with focal immature squamous metaplasia. Uterus: proliferative endometrium with early adenomyosis. Bilateral fallopian tubes with benign paratubal cysts. Ultrasound biliary tract - on (B)(6) 2015: results: cholelithiasis and evidence of cholecystitis. Ultrasound scan vagina - on (B)(6) 2017: impression: todays gynecologic demonstrate a prior cesarean prior caesarean scar and otherwise unmarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events: migraines, headaches, weight gain, hematoma, abdominal pain, back pain, abnormal bleeding (general), hematuria, urinary leakage were added. Event severity, outcome and onset date were updated. Reporter causality comments were added. Concomitant drugs and conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.